Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2018: fentanyl with concentration 2,000 mcg/ml at 600.3 mcg/day and baclofen 25 mcg/ml at 7.503 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient an unknown intrathecal medication via an implanted pump for non-malignant pain. The patient was experiencing ¿episodic withdrawals¿ and several times went through withdrawal. It was noted they checked and found no volume discrepancy and the pump logs showed no stalls or any pump issue. The event date was asked and unknown. The option to do a dye study or other diagnostics was reviewed. Additional information was received from the company representative (rep) indicated the pump was explanted on (B)(6) 2018 and returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or rotor. H6 - eval code-method 4118 no longer applies. Eval code-result 3233 no longer applies. Eval code-conclusion 22 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-result (B)(4) should be included in addition to previously reported result coding. If information is provided in the future, a supplemental report will be issued.